Manufacturer narrative:
The device currently remains implanted. Should the device be explanted and returned, this report will be updated with investigation analysis.

Event description:
It was reported during on going use, the battery was showing premature depletion. The device currently remains in service and a replacement has been scheduled. No adverse effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged. Only brady pacing remained available. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis, and the investigation is currently in progress. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.